Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The nail was classified as primary product during investigation. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The nail was drill marked within the anterior bridge of the proximal lag screw hole. The anterior breakage line was found within the drill marked area. This misdrilling effect did weak the anterior bridge and caused most likely a notching effect on the lateral side, that favours significant the nail breakage. Misdrilling could occur in case the target device was pre-damaged, instruments were not assembled correctly or bending forces were applied to the drill and/or target device during drilling. The operative technique includes that the target device shall be checked prior to every surgery. Smooth lines of rest are visible on the anterior bridge breakage surface; the bridge broke step by step (fatigue fracture). The lines of rest run from lateral to medial. These lines of rest indicate (in combination with the found drill marks), that the nail breakage started at the anterior bridge at lateral. After the anterior bridge was fully broken, the posterior bridge followed also step by step (fatigue fracture). Finally the posterior bridge broke spontaneous in a forced brittle fracture towards posterior. Bearing points on the distal part of the proximal nail hole indicate that loads were applied postoperatively to the implants; these loads did most likely also contribute to the nail breakage. Intra-operatively implant damages and postoperatively loads are listed as adverse effects in the IFU. If other listed adverse effects like poor bone quality or poor bone consolidation did also contribute to the nail breakage cannot be excluded. No manufacturer related issues were found; therefore the case is attributed to a user error contributed by the patient. No non-conformity identified.

Event description:
It is reported by the surgeon, that the nail is fractured. The nail was implanted (B)(6) 2014 and revised on (B)(6) 2014. Patient begun to progressively walk with assistance. He had progressive pain when walking. No fall or trauma.

Event description:
It is reported by the surgeon, that the nail is fractured. The nail was implanted (B)(6) 2014 and revised on (B)(6) 2014. Patient begun to progressively walk with assistance. He had progressive pain when walking. No fall or trauma.